Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). A service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed but not duplicated during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Review of the event history determined that the reported condition occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010.

Event description:
The facility representative reported a colleague infusion pump which experienced a failure code 810:11. The reported condition occurred upon power up. Quality engineering review of the device event history confirmed that this condition interrupted delivery. There was no patient involvement, and therefore no patient injury or medical intervention. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.